Event description:
It was reported that following a device change out the patient's leads moved causing the right atrial lead to have high thresholds and intermittent capture and right ventricular lead to have high thresholds. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The analysis found no anomalies.